Manufacturer narrative:
Patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage on (B)(6) 2024. The leakage was in the tubing. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The lot 6002050 in question was manufactured at the reynosa site. Complaint investigation the reference samples for the lot 6002050 have already been previously tested in the complaint 1814771 on 17/jan/2024. Test results the reference samples were visually inspected.. All test results were within specifications. Functional flow test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review packing of quick set: the lot 6002050 was manufactured according to the wi version 77 and packaging in the multivac 12, on 10/jul/2023, with a total of 57,000 units. Assembly of quick set: the lot 3f04763 was manufactured according to the wi version 26 assembled in the quickset line, on 09/jul/2023, with a total of (B)(4) units. The lot 3f04764 was manufactured according to the wi version 26 assembled in the quickset line, on 10/jul/2023, with a total of (B)(4) units. The lot 3f05728 was manufactured according to the wi version 26 assembled in the quickset line, on 10/jul/2023, with a total of (B)(4) units. Gluing of quick set the lot 3f05719 was manufactured according to the wi 4905078 version 38 in the gluing of quick set machine mp04, on 07/jul/2023, with a total of (B)(4) units. The lot 3f05720 was manufactured according to the wi 4905078 version 38 in the gluing of quick set machine mp05, on 05/jul/2023, with a total of (B)(4) units. The lot 3f05722 was manufactured according to the wi 4905078 version 38 in the gluing of quick set machine mp08, on 05/jul/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 22/apr/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6002050 and another 1 complaint have been registered in database for the same lot 6002050 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.